Event description:
A pt reported experiencing inaccurate erratic results with a lifescan, one touch ultra meter. The pt's blood glucose results were 67, 233 mg/dl. Tests wre done within 10 minutes with a difference of 98%. Pt did not experience any adverse events.